Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was suspected that this device exhibited premature battery depletion (pbd). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.